Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The weld fractured and broke on one of the lift up saw captures.

Manufacturer narrative:
Additional narrative: the device associated with the reported event was not returned. A search of the complaint database found additional reports of saw capture breakage against product code 865034. The previous reports were investigated and the root causes attributed to product wear out through normal use and servicing. The investigation could not draw any conclusions about the current reported event without the instrument to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.